Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. A review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release.

Event description:
During a ventricular tachycardia ablation procedure using the epstar fixed electrophysiology catheter, sureflex steerable guiding sheet, terumo guide catheter and deca catheter, the procedure was aborted due to pericardial effusion requiring intervention. The patient was stabilized and eventually discharged. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. A separate medical device problem report has been submitted for the sureflex steerable guiding sheath.